Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
H10. D10. Concomitants - product information: 6562845 200-02-38 - three peg patella 38mm; 6675142 02-020-11-0350 - truliant ps cem fem ps cem right sz 5; 6680312 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty and then experienced a revision surgical procedure approximately 2 years, 11 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.